Event description:
It was initially reported by a company representative that a physician had encountered a frozen screen on their vns programming handheld computer. The message that was displayed on the frozen screen was "interrogation successful". The company representative suggested a hard reset, which was done, but the patient had already left the physician's office. Further information was received stating that the hard reset was successful in resetting the computer and interrogation could be completed on the aforementioned patient the following day.